Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" error message after 7 days of wearing the adc freestyle libre sensor insertion, therefore was unable to check blood glucose and experienced a medical event. On (B)(6) 2019, customer experienced unspecified hypoglycemia symptoms and was unable to treat herself. Customer was given ¿(B)(6)¿ by her husband and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The manufacturing date has been updated based on product download

Event description:
Customer reported receiving a "replace sensor" error message after 7 days of wearing the adc freestyle libre sensor insertion, therefore was unable to check blood glucose and experienced a medical event. On (B)(6) 2019, customer experienced unspecified hypoglycemia symptoms and was unable to treat herself. Customer was given ¿coke¿ by her husband and no further treatment was required. There was no report of death or permanent impairment associated with this event.